Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Following was initially reported: incident description: ¿ischemic stroke¿. Consequences for the patient: patient¿s death. Complaint ID: (B)(4).

Manufacturer narrative:
This is a follow up report to complaint (B)(4) which was reported under MFR# 8010762-2023-00003 on 2023-01-04. Getinge has been received new information on 2023-02-01 by the ssu (sales and service unit) in regards the involved product therefore, the reporting decision changed from reportable to non reportable. The event reported to the authorities by the customer with aemps reference ps/ts/87549 has no getinge product involved. The product related to the event is centrimag, manufactured by abbott. The complaint information has been submitted to the legal manufacturer abbott. As getinge is not the legal manufacturer of the reported product, this is not considered as a customer product complaint for getinge, therefore no further investigations will be performed.

Event description:
Complaint ID: (B)(4)